Manufacturer narrative:
Hemostatic thrombin-gelatin matrix-related intracranial cyst formation. Ho m.-y., yang s.-h., chen chien-min, orcid: http://orcid.org/0000-0002-8331-8588 institution, huang a.p.-h. Embase. World neurosurgery. 126 (pp 475-480), 2019. Date of publication: june 2019. An: 2001814718. Division of neurosurgery, department of surgery, national taiwan university hospital, zhongzheng district, taipei city, taiwan (roc). Electronic address: how.how0622@gmail.com. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient underwent an emergent right occipital micro-craniotomy for endoscopic intracranial hemorrhage removal in which floseal was used. It was reported floseal was used inside the hematoma cavity. Nine days¿ post-operative, a computed tomography (CT) was performed which showed a sterile cyst formation. It was reported cyst drainage was performed to relieve symptoms. At the time of this report no further detail was provided regarding additional treatment, interventions for the event or the patient¿s outcome. No additional information is available.

Manufacturer narrative:
Additional information: catalogue and lot number updated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.